Event description:
It was reported that air was noted in the tubing to the pt. There was no resultant pt complication.

Manufacturer narrative:
MFR's report date 1/7/97. The IV set and medication bag used in this incident are rec'd and evaluated. Visual and functional testing was performed and the IV set was found to meet all MFR's specs. However, it was noted that the design of the bag allowed fluid to pool in the bottom corners of the bag, below the level of the bag's spike port and the level of the fluid hole in the IV set's spike. The design of the bag will not allow the remaining fluid to reach the spike. The description of the incident indicated the spike was inserted into bag with the spike air vent open, set was primed and the set and med bag were left lying on a bench for several hrs prior to start of infusion. This would allow fluid to "wet out" the air vent preventing the med bag from venting. The combination of the med bag to collapse unevenly towards the end of the infusion resulting in an intermittent fluid/air entering the set. The proper procedure for priming the set requires the spike vent to be in the closed position when the bag is spiked to prevent the vent media from wetting out. The instrument used is not designed to detect air. User facility will be informed on the proper priming techniques for this type of set. This report was filled out by the MFR.